Event description:
New information notes patient does not need ra lead, clinic opted to program device to vvi mode. Patient is stable and doing well. No complications. The lead was not dislodged. No intervention is planned.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had low impedance measurements on atrial lead. X-ray appears to show device may have rotated in device pocket. Patient is scheduled to be in clinic. Patient is stable and doing well.